Event description:
Reporter alleged the lancet needle will not retract in the multiclix lancet device. No accidental sticks were reported. Reporter stated lancet device was returned to pharmacy and that pharmacy replaced the device. Reporter disconnected the phone call without providing contact information or further details

Manufacturer narrative:
(B)(4). (B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux-en-y procedure the surgeon fired across the jejunum and after the 1st firing with a white reload the surgeon observed the staple line and saw malformed staples in a pear shape form and some bleeding. There was no blood products required. The surgeon over sewed the staple line to stop the bleeding and secure the area. He then completed the procedure with a second like device. There was no patient consequence reported. (B)(4)